Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was cancelled for unk reasons. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800 displayed poor image quality. There was no adverse pt involvement reported. There was no pt information reported.